Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11 one bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The tactisys log files were analyzed and indicated that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing and irrigation flow testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The investigation conclusion d code was updated to no problem detected d14 as the devices were returned for analysis, but no issues were found. Manufacturing analysis: one bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The tactisys log files were analyzed and indicated that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing and irrigation flow testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a de novo pulmonary vein isolation procedure, there was a cardiac perforation which led to a pericardial effusion requiring a pericardiocentesis. This occurred shortly after ablating the left pulmonary veins. It is unknown when exactly the perforation occurred, but the patient became hypotensive, and an effusion could be seen on ice. At this point heparin was stopped and a pericardial tap was performed stabilizing the patient. The case at this point was cancelled and the patient was brought to the ccu. The physician believes that the perforation may have occurred during ablation on the ridge.